Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (light tobacco smoker, cigarettes, 5 per day. 9 year(s). Started age 30 years), ovarian cyst, abnormal uterine bleeding, obesity, parity 2 and multi gravida. Previously administered products included: medroxyprogesterone, nuvaring, depo provera and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1487 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure device was palpated at this proximal portion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.085 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology report: final diagnosis: uterus, cervix, right fallopian tube; hysterectomy vaginal): endo myometrium week mid-secretory phase endometrium (pod 9-10), adenomyosis and two intramural leiomyomas with focal hyalinization. Cervix with acute and chronic inflammation, and squamous metaplasia. Essentially unremarkable right fallopian tube. Fallopian tube: para tubal cyst comment: metallic wore (31cm) gross description: the myometrium (maximum thickness of 3.7 cm) is tan-pink and homogenous with multiple scattered intramural nodules (0.7-2.8 cm in greatest dimension). The nodules are serially sectioned to show pale tan, whorled and homogenous cut surfaces lacking hemorrhage and necrosis; one of the nodules (1.8 x 1.5 x 1.5 cm) is focally calcified with an adjacent silver-colored, metallic wire (31.0 cm in length, 0.1 cm in diameter). The fallopian tube has red-purple, smooth serosa and a fimbriated distal end. Specimen: uterus, cervix., right fallopian tube and left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (light tobacco smoker, cigarettes, 5 per day. 9 year(s). Started age 30 years), ovarian cyst, abnormal uterine bleeding, obesity, parity 2 and multi gravida. Previously administered products included: medroxyprogesterone, nuvaring, depo provera and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1487 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure device was palpated at this proximal portion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.085 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathology report: final diagnosis: uterus, cervix, right fallopian tube; hysterectomy vaginal): endo myometrium week mid-secretory phase endometrium (pod 9-10), adenomyosis and two intramural leiomyomas with focal hyalinization. Cervix with acute and chronic inflammation, and squamous metaplasia. Essentially unremarkable right fallopian tube. Fallopian tube: para tubal cyst. Comment: metallic wore (31cm). Gross description: the myometrium (maximum thickness of 3.7 cm) is tan-pink and homogenous with multiple scattered intramural nodules (0.7-2.8 cm in greatest dimension). The nodules are serially sectioned to show pale tan, whorled and homogenous cut surfaces lacking hemorrhage and necrosis; one of the nodules (1.8 x 1.5 x 1.5 cm) is focally calcified with an adjacent silver-colored, metallic wire (31.0 cm in length, 0.1 cm in diameter). The fallopian tube has red-purple, smooth serosa and a fimbriated distal end. Specimen: uterus, cervix., right fallopian tube and left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.